Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaint could not be confirmed and the root cause is undetermined. See h.10.

Event description:
It was reported the unspecified vacutainer blood collection tube experienced molding defect (short shot). The following information was provided by the initial reporter: translated to english. The customer stated "tube appeared burnt. Customer stated that they received tube from another lab and the tube were burnt and was told to still run the test on them. Glucose levels were low and wanted to know if that is from the tube."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the unspecified vacutainer blood collection tube experienced molding defect (short shot). The following information was provided by the initial reporter: translated to english. The customer stated "tube appeared burnt. Customer stated that they received tube from another lab and the tube were burnt and was told to still run the test on them. Glucose levels were low and wanted to know if that is from the tube."